Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 535 mg/dl at the time of incident. The wife did not state how the customer treated for their blood glucose. The wife also reported the drive support cap appeared to be normal on the insulin pump. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles. It was also found the insulin pump passed a displacement test during troubleshooting. The wife later reported a blood glucose of 469 mg/dl for the customer. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.